Event description:
Purchased the acon flowflex sars-cov-2 antigen rapid tests from someone in (B)(6). Just was that they are recalled and are illegally being sold in the us. How do I get reimbursed for the (B)(6) kits that I bought? FDA safety report ID# (B)(4).